Event description:
A ventilator was returned to the manufacturer for service. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the ac inlet connector was observed. The estimate was rejected and the device was scrapped per the customer request.